Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 125-130mg/dl fasting. Verified test strips expire 10/31/2017. Customer stores test strips in the bathroom, and opened vial date is 07/28/2015. Reviewed meter memory: (B)(6). Customer is not concerned with the above results review but is concern with 250/280 mg/dl that happen a few days ago. No adverse event reported.